Event description:
The male pt received a 3.0 x 18mm cypher stent in the mid left anterior descending (lad) in 2001. In 2007, the pt was hospitalized with an acute myocardial infarction. No add'l info was provided.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.